Manufacturer narrative:
Serial number not provided. A follow-up report will be submitted upon completion of the investigation. Additional information has been requested but not received at the time of submission of this report.

Event description:
The customer reported the m4841a overheated and caused a serious injury. The details surrounding the event are not known. It is considered that the issue occurred during interaction with the hot battery.

Manufacturer narrative:
No information is available on how the issue occurred and what the extent of the injury was. The typical "hot battery" is a red mark to the user's index finger when trying to pry out the batteries from the battery compartment and the treatment is typically an adhesive bandage with minor burn ointment. The device was not returned to philips for further evaluation. The product was obsoleted and out of support as of (B)(4) 2017. Service bulletin sb86202523a was created to advise customers of best user handling practices for the deviceand sb86201099a was created to clarify cleaning techniques. The device should be cleaned according to philips specifications and proper battery type and insertion practices should be used. Damage to the m4841/51 case assembly can make the device susceptible to battery shorts. If an incompatible cleaning solution is used to clean the m4841/51, the case plastic can become brittle and plastic separators in the battery compartment can break, allowing the battery springs to short circuit. Repeated physical impacts due to drops or transport in pneumatic tubes, can cause the plastic separators in the battery compartment to break, allowing the battery springs to short circuit. As the device was not returned and no additional information is available, the root cause cannot be determined.